Event description:
It was reported the patient experienced syncope and weakness due to oversensing on their right ventricular (rv) lead during the time they received appropriate shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).